Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a lantern delivery microcatheter (lantern), ruby coils and a non-penumbra sheath. During the procedure, the physician placed two ruby coils in the target vessel using the lantern. Subsequently, while removing the lantern, the physician noticed the distal end of the lantern to be cracked. It was reported that the lantern was removed without any issue. The procedure was completed at this point. There was no report of an adverse effect to the patient.